Event description:
It was reported to philips that the image processing computer was unable to boot up, preventing the system from fully booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the image processing pc (ip-pc) reported an error with start-up and the screen was black and has no display. The analysis of the post the log showed no communication with ip-pc and lost image and also found the display card or pci slot was defective. The defective ip-pc was returned to philips for further analysis. The analysis confirmed the malfunction of the ip-pc and found the motherboard was unable to boot-up with all plug-in cards removed. As a part of troubleshooting, the fse removed the display card & replaced the ip-pc to resolve the reported issue. Following the replacement, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.